Event description:
Customer reported that an 840 ventilator had blank graphical user interface (gui) display. The device was being used on a patient when event occurred. No patient harm has been reported. Covidien customer support engineer (cse) verified the reported malfunction. The cse inspected the device and replaced the backlight inverter printed circuit board (pcb). The device passed extended self test (est), short self test (sst), and performance verification test (pvt).

Manufacturer narrative:
(B)(4).